Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleged she attempted to test on the aviva system when she was feeling low blood glucose symptoms, stomach cramps, dizziness and light- headedness, but couldn't get a result due to an error message (e-1). Customer drove herself to the hospital where a blood glucose reading was obtained, but customer does not remember the value. Customer was treated with an IV (unknown contents) and released after two days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and a replacement was sent.